Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 5 months. Manufacturer investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The account reported the patient was treated with antibiotics for an infected sternal mass. The patient remains ongoing on vad support with no further related issues reported. The hmii IFU lists infection as an adverse event that may be associated with the use of the hmii lvas. This IFU, as well as the hmii patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. The patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was hospitalized on (B)(6) 2017 with a sternal mass believed to be an infection. Pus was observed during the drainage of the mass. The patient was started on vancomycin, after 4 days the patient was switched to intravenous (IV) daptomycin, cefepime, and ertapenem for 6 weeks. No positive microbial culture was obtained.

Manufacturer narrative:
Additional information: (B)(6).